Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when transecting the stomach during a laparoscopic sleeve gastrectomy, the surgeon was able to press the green button, but stapler immediately stopped when the stapler started to fire. This resulted in an incomplete staple line proximally. They opened jaws and got another reload. There was no patient injury.